Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient suffered from headache after implantation. The device was functional. The patient was explanted on (B)(6), 2011. The headache disappeared after explantation.